Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant and time of the event are unk. It was reported that the pt presented emergently with severe back pain approximately 16 months post stent graft implant. The CT demonstrated that the aneurysm had ruptured. It was reported that the physician surgically removed an aortic cuff and an iliac limb but left the bifurcated stent graft implanted. The physician elected to sew conventional grafts to the bifurcated stent graft. The pt was successfully converted to a partial open surgical repair. No add'l clinical sequelae were reported and the pt is fine.